Manufacturer narrative:
Unit primed successfully, however, connector pins were damaged. Appears customer tried to plug in the connector when it was misaligned.

Event description:
Primed, then "check handpiece" no cutting.